Event description:
It was reported that when the subject stent reached distal of microcatheter, the stent could not be advanced or withdrawn due to resistance. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The subject stent was returned for analysis and the device investigation revealed that the subject stent delivery wire sdw and the subject stent were broken during use and also the subject stent was prematurely deployed during use. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent delivery wire sdw was found to be kinked/bent. The swd spacer coil was broken/fractured between proximal and distal bumper. The stent was found to be deployed in a microcatheter. The stent was found to be deformed and broken/fractured. The stent introducer distal tip was intact. Functional inspection could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. It was reported that, placed, microcatheter to m2 and then delivered subject stent. When the stent reached distal of microcatheter, the stent could not be advanced with resistance. After several adjustments the operator tried to withdraw it, and resistance was also encountered. Withdrew the whole system and used new sl-10 and atlas stent to deliver and deploy successfully. After the operator the operator tried to push the stent on the table and part of the stent was pushed out. Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was moderately tortuous. The stent was returned for analysis deployed inside the returned microcatheter. The sdw was fractured, and the stent was deformed and fractured. It is probable that the stent experienced difficulties to advance through the microcatheter due to procedural and/or anatomical problems during use, it is likely that the sdw and stent were retracted and both fractured during the attempt to remove from the microcatheter. An assignable cause of procedural factors will be assigned to the reported stent difficult / unable to advance or pullback through catheter and analyzed defects of sdw kinked/bent, stent deformed, sdw broken/fractured during use, stent broken/fractured during use and stent deployed prematurely during use, as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.